Event description:
The product is not expected to be returned. The distributor sold the product to hosp. The hosp rpeorted use of 15 patches of the skin on a patient. The patient expired. The physician has asked that someone from integra come and conduct training on the use of integra artificial skin.